Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the (B)(4) clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 11 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s lactate dehydrogenase (ldh) has been treading up. On the day of implant on (B)(6) 2018, the patient¿s ldh was 275 u/l, on (B)(6) 2018 ldh was 471 u/l and on (B)(6) 2018 ldh was 803 u/l. The manufacturer¿s technical services representative reviewed the submitted log file and no unusual events seen within the log file. Additional information was requested but not provided.